Manufacturer narrative:
The returned driver was examined. The shaft was found to have fractured; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. It was reported that the surgeon was using a significant amount of torque when the fracture occurred; the cause of this failure may be attributed to this high, applied torque.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the screw driver broke while installing the screw during surgery. Per the reporter, the surgeon stated he was putting a lot of torque and the driver broke off on the shaft. The surgery was completed using an alternative screw driver. There was no patient injury associated with this event and the patient did not retain a foreign body.